Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ever since they had the 2nd implantable neurostimulator (ins) put in, they had gone to program it 9 times, but it only works great for 2 days, then their legs will be heavy an unbalanced after the 2nd day. Patient stated that the shaking in their left arm and leg will stay gone, but their right leg will stay rigid. Patient expressed that they are getting frustrated with the device, because it doesn't fully work the way it's supposed to. Patient also added that they feel great whenever they leave the programming session, but then after 2 days, their legs feel heavy. Patient stated that they might want to give up on the device if they didn't get it to work. The healthcare provider (hcp) told them to request for a manufacturer representative (rep) to program their device. Agent documented reported events, and sent an email to the local reps.